Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of an ongoing problem with imprecise a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) results tested on the cobas 6000 c (501) module. The customer provided the hba1c results for 5 patient samples that were reportable malfunctions. Patient 1 initial hba1c result was 17.28% with a repeat result of 25.58%. Patient 2 initial hba1c result was 4.02% with a repeat result of 4.86%. Patient 3 initial hba1c result was 4.35% with a repeat result of 5.37%. Patient 4 initial hba1c result was 6.40% with a repeat result of 7.94%. Patient 5 initial hba1c result was 9.63% with a repeat result of 12.94%. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The hba1c reagent lot was 25332701 with an expiration date of 31-jan-2019. A field engineering specialist checked the analyzer and found that the pressure from the sample probe wash was low. A general reagent issue can be excluded. The investigation is currently ongoing.

Manufacturer narrative:
Following the field engineering specialist adjustment of the pump pressure, there have been no further issues. The investigation was unable to find a definitive root cause.